Manufacturer narrative:
The exact event date was not available, therefore the date 04/01/2025 was used as an estimate, since it was reported that the onset date was approximately 6 months ago. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence and urethral atrophy, believed to be due to the cuff being too big. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.